Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.0 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first 6 proximal struts showed no damage, the remaining struts were distorted and pulled in a distal direction. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within the specifications. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, after the stent protector was removed, it was noted that the stent became extended in the distal direction. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, after the stent protector was removed, it was noted that the stent became extended in the distal direction. The procedure was completed with a different device. No patient complications were reported.